Event description:
Information received by medtronic indicated that the pump was exposed to the moisture. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Sw unknown. Retainer ring = clear. Customer returned pump for an alleged moisture damage found on event date (B)(6), 2021. Pump received with a constant blank/flashing white light on the display due to moisture/corroded at the electronic assembly noted. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. The constant blank/flashing white light on the display occurred during testing. Unable to download pump history file and power management graph due to blank display noted. Unit perform visual inspection and pump received with cracked keypad overlay. Confirmed moisture damage at the pcba 1 / pcba 2 / harness assembly. (B)(4).